Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl and ketones were present. Insulin injection was administered to address bg. The infusion set and cartridge were changed. Customer successfully resumed insulin delivery. Recommendation was made for the contact to discuss the event with a healthcare provider.